Event description:
As reported by the legal department, approximately 2.5 months post op the initial left tka, this 69 female patient's was revised due to polyethylene failure. Surgeon was able to remove the polyethylene without incident. It had significant wear, mostly on the medial aspect of the polyethylene.

Manufacturer narrative:
Pending evaluation. Concomitant device(s): 200-02-29, 4995177 - three peg patella 29mm; 02-012-45-1515, 5395047 - lgc tibial fit tray cem sz 1.5f / 1.5t; 02-010-03-0215, 5461982 - logic cr femoral cem, left sz 1.5; 02-022-47-1509, 5373513 - truliant tib imp cr ins std sz 1.5, 9 mm.

Manufacturer narrative:
Section h10: (h3) event has been determined to be a duplicate of case-2022-00005290/1038671-2022-00507.